Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin was found leaking on a 5 ml bd luer-lok¿ syringe when filling a new cartridge due to a crack in the syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: root cause could not be determined as not samples were returned for investigation.